Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. The event can be detected by following the instructions for use which state: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired", and device preparation section reads "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber." From the investigation it was found that the issue observed is known to occur on occasion and does not affect the fiber¿s performance at all and is not a safety issue. Several factors can account for this after packaging; handling of the fiber (either during shipment or at the user site), the power and alignment settings for the green led on the laser system, or the integrity of the fiber coating. The record review for the reported lot number (kr326698) confirmed the product was packaged, tested in accordance with all applicable procedures, and met all final product release criteria. Additionally, CAPA review showed no open or closed capas related to the issue cited in this complaint. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during preparation for use, the light from the laser fiber was not only at the distal end but also along the fiber. There were patches along the fiber where the light was visible. The side of the fiber appeared to be thin. The customer cut off the defected area and completed the procedure with the same fiber with no other issues. There were no reports of patient harm.